Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device could not be used. No further information was provided by the customer. Available details indicate that the customer was unable to use the device and requested a part ID. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The device remains at the customer site, and no further evaluation is required at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device had reached the end of life and that replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.